Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced high blood glucose. Customer's blood glucose was 538 mg/dl. Customer's blood glucose at time of call was 245 mg/dl. Customer treated high blood glucose with insulin injections. Customer reported the insulin pump was not working, device was not delivering insulin, couldn't program, meter reading not coming to the device, act button was not responsive. Customer was assisted in performing the displacement test, the test result was no reservoir. Customer was advised to monitor the device. Customer will not be returning the device for analysis.